Event description:
A malfunction alarm occurred with malfunction code 12, and prior notable events were absent. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, which resolved the issue, and the customer was advised to contact support again if the malfunction recurs. The customer acknowledged the instructions and continued using the pump without further problems.